Event description:
Caller was initially implanted with a hip replacement device in 1984. In 2006 he started having problems of hip displacement. That same year the femoral head was revised, since then he had four (4) revisions. He was recently revised for hip dislodgement and infection. He was told by his doctor there is nothing more they could do for him because of his age. Caller did not know the manufacturer nor lot or catalog numbers of this device. He was calling to see if FDA would compensate him for the troubles he is going through.